Event description:
On (B)(6) 2016 a patient underwent a resection of macro adenoma (pituitary) with implantation of d225005 in the sella turcica. The surgery was operated by endonasal. Due to the very small surgical access usually this is very difficult. Initially no event was observed. An MRI was performed on day 1 and there was nothing to report. On day 6 ((B)(6) 2016) the patient had incomplete paralysis of the left trigeminal nerve. An emergent MRI was performed which showed no bleeding, no carotid-cavernous fistula. It showed small glue swelling. The patient was treated with an injection of solumedrol and was back to normal within 24 hours. Additional information was received on 02 nov 2016 stating the swelling of the glue led to compression of trigeminal nerve with transient paralysis. The date indicated on fax document is january 26th 2002. It is not possible to have the exact date when the fax was sent to integra / correct integra aware date is october 31th 2016 (date when competent authority contacted integra)

Manufacturer narrative:
Integra has completed their internal investigation on 12/12/2016. The clinically applied product was not available for analysis and was the subject of one patient event. Photographs of the product were not received for analysis. Post market vigilance (pmv) led an evaluation involving a polymer kit box of 5, duraseal sealant system ous subject to patient event reports captured under the following files: (B)(4). The review of the confirmed that the released lot meets all specifications. This evaluation was based on a medical review of all the data received from the site, a pmv review of manufacturing records, and a pmv review of complaint trends. . Conclusion: the clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Manufacturer narrative:
Additional information was received on 12/08/2016: the patient is a (B)(6) male. The duraseal was applied on (B)(6) 2016. He was treated as follows: methylprednisolone (solumedrol) 120 mg at 8 am. One injection per day duration of 6 days and also hydrocortisone,100mg duration 5 days.